Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Visual inspection of the header port noted the location of the lead seal ring marks indicated the lead had not been fully inserted within the port. This was likely the cause of the reported clinical observations.

Event description:
- -

Event description:
Boston scientific received information that post implant of this device, high out of range right ventricular lead impedance measurements in bipolar setting were obtained. The non-boston scientific lead was reprogrammed to unipolar setting due to pacing inhibition. An x-ray revealed the lead may not have been secured in the header. The system was monitored for four days when interrogation revealed high out of range impedance measurements in unipolar settings also. The device was programmed to aai pacing mode. Four days later, a revision procedure was performed. When the rv lead was pulled back, the lead pulled out easily. The lead impedance was measured with a non-boston scientific pacing system analyzer and normal measurements were obtained. A decision was made to replace this device and reconnect the competitor lead to the replacement device. Normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.